Event description:
The manufacturer received information alleging a ventilator stopped working. There was no report of patient harm or injury. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's blower motor and power management board were replaced to address the issue.